Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced elevated blood glucose (bg) of ¿high¿ (>600mg/dl) with no reported signs or symptoms of hyperglycemia associated with the pump¿s auto off feature. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Customer technical support reviewed the pump with the reporter and found that that the auto off feature was functioning as normal based on review of the auto off settings and the bolus history. There was no indication of a pump malfunction during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 07/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2016 with the following findings:a review of the user settings indicated that the auto-off feature was set to 15 hours. A review of the pump history showed several auto-off alarms had occurred. On the date of the event, (B)(6) 2016, an auto-off was recorded at 08:49 and the next prime was recorded at 09:14. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The auto-off duration was set to one hour for testing purposes, and after one hour the pump emitted the appropriate audio-visual alert. The auto-off feature was found to be functioning appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.